Manufacturer narrative:
The patient's date of birth and age were not provided. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient performed a system controller exchange while at home. After the process, an audible alarm with a yellow wrench was observed on the system controller. Upon arrival to the hospital, a green light and the yellow wrench flashed on the system controller. Interrogation was performed and the message driveline power fault was observed on patient¿s system controller. The patient was given a new system controller and the message disappeared. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from 25feb2018 to (B)(6) 2018. During the analysis of the log it was reported that the patient was doing the practice run on changing the system controller, the patient inserted the driveline upside down making the arrows 180 degrees off and caused a fuse in the system controller to blow. No additional information was provided.

Manufacturer narrative:
Sections d4 (expiration date), h4: additional information. Device evaluation: the reported event of a driveline power fault alarm when performing a controller exchange was confirmed. The evaluation of the returned system controller revealed a compromised printed circuit board (pcb) component (open fuse). As a result the system controller displayed the expected call hospital contact/driveline power fault alarm; however, pump support was not affected. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The data log file was successfully retrieved from the system controller and contained events recorded on (B)(6) 2018 from 0430 hours to 1139 hours. The data captured at 0909 hours revealed that the driveline was disconnected and the speed decreased to 0 rpm. At 0910 hours, there was a power b broken detected. The driveline was connected and the system controller activated a driveline power fault alarm associated with over current protection b open. The driveline was disconnected and reconnected again and the alarm remained active until the end of the log file. For testing purposes only, the open fuse was successfully replaced. A full functional test was performed and the system controller passed all test steps with no atypical alarms noted. In conclusion the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. Similar incidences have been reported and the issue is being addressed by the manufacturer through the corrective and preventive action process. The patient remains ongoing vad support and no further related events have been reported. No further information is available. The manufacturer is closing the file on this event.